Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A verification of failure mode reported in the current manufacturing process was conducted as follows: 190 samples were taken from the current production; the samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fema) was conducted and no update is required. Customer complaint cannot be confirmed. The root cause is unknown. Corrective actions cannot be established. In order to perform a proper investigation and determinate the root cause it is necessary to have the device sample involved. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
Customer complaint alleges the adaptor came out of the tube while the patient was on ventilation. Customer reports there was no patient injury or consequence.